Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy as well as using manual injections when needed.